Event description:
The customer reported the system will not take x-rays and is displaying a low voltage, low current error. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the x-ray tube. System operates as intended. (B)(4).